Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On 11/01/2023, the patient developed itching, redness, inflammation, drainage, pustules, and infection extending beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. On 11/02/2023, the patient consulted a healthcare provider who prescribed an oral antibiotic medication (monazite tablets). No additional patient or event information is available.